Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 06/27/2025, it was reported that the patient experienced inaccurate cgm values. At some point the bg reading was over 33 mmol/l. The patient self-treated with insulin. She went to her clinic to see her diabetes nurse and was feeling fine. At an unspecified time of the event the cgm was reading low and the blood glucose reading was 21.0 mmol/l. The patient experienced vomiting, shortness of breath and dka. The patient was hospitalized on (B)(6) 2025 in the morning and treated with IV fluids and insulin. The patient was discharged on (B)(6) 2025 and feeling much better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.